Event description:
The complainant had an impella 5.5 pump placed to support a patient with escalation from an impella cp and underlying cardiac and systemic comorbidities inclusive of renal issues on dialysis, metabolic acidosis, sepsis, and liver disease. The pump was supporting when there was a diagnosis made of a large posterior cerebral artery territory infarct. The patient had survived til the family made the decision to withdraw care. The patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿